Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they now have developed an overbite. They never had an overbite and are seeking assistance for this development.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.